Event description:
Hill-rom received a report from a hill-rom technician stating the brakes were not holding. The bed was located at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The technician found the rivet that attaches the brake steer link was missing. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed on 2006 and from 2008 to 2014. It is unk if the facility performed any other preventative maintenance on this bed. The technician replaced the rivet to resolve the issue. Based on this info, no further action is required.